Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to the rod not lengthening after multiple attempts. There is no additional information available.

Manufacturer narrative:
Additional data: b5, d4 (model number and UDI number), h10. Lot number 910722 was provided, however, this is an invalid lot number as it appears to be missing a digit.

Event description:
Additional information has been provided.